Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was eri (elective replacement interval) message. Reviewed eri and reviewed eos is at 9 years. Pt left them 2 messages, and the rep has not been returning calls. Patient reported their device stopped working. Ins is not holding a charge. Pt charges the implant and 2 days later patient did not have any feeling that it was working. Pt had to turn stim on. Then a day or 2 later stim goes off. Patient went for an MRI a few days ago and then patient turned stim on and immediately charged it but 2 days later it was gone. Reviewed the process of contacting the rep, provided nas # for hcp to contact the rep.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.